Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Customer reports: "the crew attempted to turn the t1 on and device check it before attaching to a patient. When they did attempt to turn it on, the screen remained blank, and a high pitch alarm came from the device. The screen did not turn on and there were no leds on the device. Both batteries were removed and the noise continued for some time afterwards. We (customer) have since turned it on since and its worked and no error in the data log but feel that the failure was part of patient care so we have taken it out of service."

Event description:
Customer reports: "the crew attempted to turn the t1 on and device check it before attaching to a patient. When they did attempt to turn it on, the screen remained blank, and a high pitch alarm came from the device. The screen did not turn on and there were no leds on the device. Both batteries were removed and the noise continued for some time afterwards. We (customer) have since turned it on since and its worked and no error in the data log but feel that the failure was part of patient care so we have taken it out of service."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july (B)(6)2022 at the ems and bonaduz sites. Customer reports: "the crew attempted to turn the t1 on and device check it before attaching to a patient. When they did attempt to turn it on, the screen remained blank, and a high pitch alarm came from the device. The screen did not turn on and there were no leds on the device. Both batteries were removed and the noise continued for some time afterwards. Start up failed with black screen. No ventilation possible. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.